Event description:
Healthcare physician reported "rupture of the device and a capsular contracture baker grade IV". Healthcare professional later reported granuloma. The device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, and capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: . Visual analysis of the photographs identified: -rupture observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. - capsular contracture: unable to confirm as it is a medical event not related to the device. -granuloma: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare physician reported "rupture of the device and a capsular contracture baker grade IV". Healthcare professional later reported granuloma. The device has been explanted and replaced with a non-allergan device. This relates to the right side.